Event description:
On 10/3/97, the pt underwent the insertion of a dual chamber pacemaker due to a high degree av block. The pt was found to have a dislodgement of her atrial pacing wire and she was taken to the operating room for replacement of her atrial lead.